Event description:
An adverse incident report was received stating that: "patient intubated on high ventilatory settings. Patient on prvc with set volumes of 10/kg which usually provided peak inspiratory pressures of 28-55 to patient. At approximately 2130 pip's drastically dropped from 35 to 11 and remained at 11. Patient had previously been calm but became agitated and air hungry. Site to source done from ett to ventilator and no obvious interruptions found. Patient had also been suctioned about 10 minutes prior to event. As pips remained at 11 patients started to desaturate to the 30's and brady to the 90's. Patient had to be disconnected from ventilator and bagged with jf bagger while second ventilator was secured and connected." Final patient outcome was no harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No investigation/service on the ventilator was requested. The user facility reportedly checked the ventilator after the event. The expiratory cassette had noticeable buildup of contamination at the expiratory inlet and inside underneath the expiratory valve membrane. After the expiratory cassette was cleaned, the ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. In the event log there are several alarms generated in prvc ventilation mode that indicate difficulties with ventilating the patient; volume delivery restricted, expiratory minute volume low and pressure delivery restricted. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms are related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. The alarm for pressure delivery restricted is generated when the inspiratory flow exceeds the allowable inspiration flow range, and it indicates a leakage situation. According to the test log, a successful pre-use check was performed prior start of ventilation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Provided pictures confirmed the contamination in the expiratory cassette. Additional information received stated that no filter was used with the patient circuit. Also of note, the ventilator was used for a long-term patient who received treatment for approximately 86 days. Near the end of the treatment the patient received aerosolized drugs through a nebulizer as well. The user¿s manual states a warning that a nebulizer should not be used without a filter connected to the expiratory inlet of the ventilator system. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The alarm generation indicates that the ventilation has been insufficient due to lack of using a filter on the expiratory inlet that affected the expiratory cassette.